Manufacturer narrative:
Correction - please refer to h6 method code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the end user has reported that an issue has occurred during the t2 ankle fusion surgery performed. After successfully placing the dynamic compression screws and proximal static screws, they encountered a problem while attempting to place the posterior calcaneus screws. The drill was unable to pass through the nail and instead hit the nail, not going through the dedicated hole as intended. The surgeon was unable to generate proper compression to enhance the fusion procedure, which significantly impacted the outcome of the surgery. Due to the defect, the surgeon had to freehandedly insert the screw, which caused a significant delay and inconvenience, affecting the overall operating time".

Event description:
As reported: "the end user has reported that an issue has occurred during the t2 ankle fusion surgery performed. After successfully placing the dynamic compression screws and proximal static screws, they encountered a problem while attempting to place the posterior calcaneus screws. The drill was unable to pass through the nail and instead hit the nail, not going through the dedicated hole as intended. The surgeon was unable to generate proper compression to enhance the fusion procedure, which significantly impacted the outcome of the surgery. Due to the defect, the surgeon had to freehandedly insert the screw, which caused a significant delay and inconvenience, affecting the overall operating time".

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.